Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a posterior intravaginal sling procedure and a rectocele repair procedure in 2004. The pt subsequently developed vaginal pain and new onset dyspareunia. Examination revealed marked vaginal tenderness, especially over the left ischial spine. There was no evidence of mesh erosion or obvious vaginal stenosis. A mesh removal was performed in 2006, and both the apical as well as the rectovaginal mesh were removed with great difficulty. There was noted to be extensive fibrosis throughout. The pt has subsequently, now twenty months later, done well with resolution of her vaginal pain and dyspareunia. Vaginal exam is now negative for any areas of tenderness. However, the pt has had some issues with burning pain involving her right hip and leg with negative neurological work-up.